Manufacturer narrative:
The v14 is a small bio-chem solenoid pinch valve used to control the flow of waste from the baths or the flow of shutdown diluent (cleaner) to the baths. De-energized - connects either the waste system or the shutdown diluent (cleaner) system to the bottom port of the rbc bath. Energized - connects either the waste system or the shutdown diluent (cleaner) system to the bottom port of the wbc bath. (B)(4).

Event description:
A customer contacted beckman coulter inc (bec) to report re a 15 ml leak of clear fluid underneath the act diff instrument from the bath overflowing. The fluids associated with this event: blood, diluent, lyse and clenz. The customer was wearing gloves at the time of the incident. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are attributed or associated with this event. The customer did not review the msds; however, the facility has an exposure control or risk management plan in place. On (B)(4) 2012, a field service engineer (fse) was on site and replaced a not working solenoid valve (lv14), which resolved the issue. The failure mode of the event is the not working solenoid valve lv14.